Manufacturer narrative:
D4, g4: model number is not sold in the us but similar device is sold under model ch-14. This product was used for the product code, and 501k. The device is not available for evaluation. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
A complaint was received regarding a punzón chemoclave para bolsa/botella con filtro de venteo, that experienced leakage during use. It was stated that after connecting the luer lock syringe to the clave and once the drug genoxal was introduced, the silicone of the clave's spike remained inside, closed, and it was sent to the day hospital, where it dripped drug with exposure to staff and patients. The nurses that noticed the problem were protected with gloves, there was no harm as a result of this event, the leakage was cleaned as per protocol, and it was a drip.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. However, the complaint of a stick down can be confirmed based on the lot and complaint information. The probable cause is due to a salt lake city molding defect. The device history review (DHR) was reviewed and no nonconformities were found that would have led to the reported complaint. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.